Event description:
Livanova (B)(4) received a report that the 3t heater cooler device showed the error code e-21 patient circuit 2 pump uses too much power (patient circuit 1) during maintenance. The error is due to a damaged distribution board.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Distribution board needs to be replaced (error e-21). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix the device, patient pump 2 and distribution board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Complaints database analysis revealed that no similar event on this device occurred since its installation in 2018. The most likely root cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently did not allow the motor shaft to rotate and then required a power overload to work, which could have led to an over-current that ultimately caused damages to the distribution board. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
See initial report.